Manufacturer narrative:
(B)(4). Batch # 390a63. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time, removed the fragment from the body, and replaced with a new trocar to continue the operation. Patient consequence was not reported.

Manufacturer narrative:
(B)(4) date sent: 2/8/2022 h2: additional information received: please confirm, did a piece of pieces fall into the patient? If yes, were they retrieved? If yes, are they being returned with the device? If not, were they disposed of? Were there any patient consequences? If yes, please describe. -all answers above are unobtainable. Once there is any update, we will update the information. -no device was returned after three follow up attempts to obtain device sample -in addition, a photo was received for review. During visual analysis, the following was observed: the photo shows an obturator in good condition and a sleeve broken off from the bottom side, and inside of a plastic bag. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.